Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "attempted insertion of 18x8 arrow endurance catheter (IV), was able to cannulate left upper brachial vein, but was unable to get brisk blood return once inserted (catheter filled 1/2 way w/ blood return), attempted flushing - appeared to be infiltrated. Tourniquet released, and catheter was removed, upon removal felt a "pop" - upon inspection of catheter, 1.5cm of catheter was missing. Tourniquet was immediately tied tightly on upper arm near shoulder & bedside rn / md were notified. Patient was not in any respiratory distress at this time - spo2 of 96% w/ trach mask, hr 75, no abnormal rhythm noted on monitor, patient responsive and stated he "feels fine", md at bedside w/ ultrasound - to order stat chest xray and speak with ir regarding possible removal of remainder of catheter." Additional information was received that "the patient is safe and was able to discharge". There were no complications and no surgical removal of the catheter piece required.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "attempted insertion of 18x8 arrow endurance catheter (IV), was able to cannulate left upper brachial vein, but was unable to get brisk blood return once inserted (catheter filled 1/2 way w/ blood return), attempted flushing - appeared to be infiltrated. Tourniquet released, and catheter was removed, upon removal felt a "pop" - upon inspection of catheter, 1.5cm of catheter was missing. Tourniquet was immediately tied tightly on upper arm near shoulder & bedside rn / md were notified. Patient was not in any respiratory distress at this time - spo2 of 96% w/ trach mask, hr 75, no abnormal rhythm noted on monitor, patient responsive and stated he "feels fine", md at bedside w/ ultrasound - to order stat chest xray and speak with ir regarding possible removal of remainder of catheter." Additional information was received that "the patient is safe and was able to discharge". There were no complications and no surgical removal of the catheter piece required.